Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation. This report is associated with MDR 2937457-2014-00302.

Event description:
A user facility reported saline bag back filled during the first setup of the day after recirculation had been running for 10 minutes. The system alarmed for filling programs. There was no patient involvement. On site technician removed system from use and called for a service visit. Later a fresenius service engineer visited the site. He was able to duplicate the alarm for filling programs. He resolved the issue by replacing the sensor board. The system was tested and the issue could not be reproduced. The system was returned to use and has not experienced any further issues.